Event description:
One icerod needle leaked from the middle part of the shaft and caused local inflammation to the pt that passed spontaneously after 20 minutes.

Manufacturer narrative:
The company is still evaluating the part that failed in a metallurgic laboratory. Follow up data will be submitted according to results.